Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, which resolved the issue, and was advised to contact technical support again if the malfunction code reappears. Caller understood the instructions and continued using the pump.